Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue was related to the es server/messages not crossing impacting patient care. The sql dba team restarted data movement on every always on cluster to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system prevented orders to cross affecting entire health system. During inspection the technical support specialist found that application of the structured query language server cumulative upgrade and general distribution release security patch took much longer than it typically takes, resulting in user credentials expiring during the patching process. The databases fell out of sync between the 2 nodes and always on data movement was stopped causing order to not cross. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation es system prevented orders to cross affecting entire health system. During inspection the technical support specialist found that application of the structured query language server cumulative upgrade and general distribution release security patch took much longer than it typically takes, resulting in user credentials expiring during the patching process. The databases fell out of sync between the 2 nodes and always on data movement was stopped causing order to not cross. The customer stated the reported issue may have impacted patient care but no specific details were provided. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn unknown was performed in salesforce which did not. Complaint history review (chr): s/n unknown. Device history review (DHR): s/n unknown. Upon investigation of the actual device used in this incident it was determined that the messages were crossing the es server but not processing as the services hung after customer it patched sql cluster. The technical support specialist restarted external messaging and inbound processor services and messages began processing correctly. The system functioned as intended after the technical support specialist accessed the device.

Manufacturer narrative:
Section h4- removed device manufacturer date.